Event description:
It was reported that the balloon could not be inflated. Rn massaged tube shaft with no change. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection was performed under normal lighting to detect any damage on the cuff, airline or pilot balloon. No damage was detected. During functional testing the unit was inflated with air, the pilot balloon inflated but the air was in it. The pilot balloon was manipulated and the cuff inflated one side only, but then the cuff was manipulated and the whole cuff inflated. After the whole cuff inflated, it was deflated and inflated four times, all the times the cuff inflated completely. The complaint is not confirmed. Based on the analysis conducted in the sample provided, the complaint was not confirmed. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Operator of device is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).